Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there has been of an unusual (juttering / rattling) noise from around the expiratory block area of the ventilator. At the same time monitoring values of the ventilator for mve and associated values become erratic with associated alarms. No injury, device removed from use, replaced with an operable other.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The log file of the affected device (ashb-0211) and further requested parts were not provided for the investigation performed by the manufacturer. Therefore the information received from the user facility provided the basis for the investigation of this device. Based on the description, the reported deviation may be attributed to the internal flow sensor cable as this part was exchanged at the hospital site. A malfunction of the internal flow sensor cable can result in a fluctuating tidal volume and the reported noise. However, it could not be finally verified as the log file and the replaced parts including the suspected internal flow sensor cable of this device were not provided for manufacturer's analysis. In the case of a fluctuating tidal volume the device generates a visual and audible alarm when exceeding the set alarm limits for flow and pressure as reported by the user. However, ventilation does not completely stop. According to the instructions for use, the user is also advised to consider patient's ventilation with an alternate ventilation device (e.g. Ambu breathing-bag or replacement device) as immediately necessary in the event of a malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.